Manufacturer narrative:
Pump received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected restart error test or verify the motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed both a motor error and motor position encoder error. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was exposed to a magnetic resonance imaging machine. The insulin pump will be returned for analysis.